Manufacturer narrative:
Findings: reliability analysis unable to confirm needle complaint due to customer returning only the sensor.

Event description:
It was reported that the customer opened the box and went to put the sensor in the serter but it fell apart. Customer's blood glucose level was 8.6 mmol/l. Customer stated that the needle hub was broken. Sensor will be replaced. No further details given.